Manufacturer narrative:
(B)(4). The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. Out of an abundance of caution, superdimension is filing this MDR due to the additional risk associated with re-intubation. This type of medical complication is a known risk of a medical procedure where anesthesia is administered. If additional information is received a follow-up report will be submitted.

Event description:
A patient was slow to wake up after receiving anesthesia for a superdimension procedure. The patient was extubated but required reintubation in the recovery area. The patient was hospitalized and successfully extubated the following morning. The physician indicated that the event was not related to the device but was related to the procedure. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
The patient was transferred to the ICU for respiratory management post re-intubation. While in ICU the patient developed atrial fibrillation. Cardizem was restarted and the patient went back to normal sinus rhythm. The patient was hospitalized for 2 days and released. If additional information is obtained another follow-up report will be submitted.